Event description:
It was reported that during the permanent implant procedure on (B)(6)2018, when the physician attempted placing the lead at t8 vertebral level, the neuro-monitoring showed loss of signals for the lower extremities. The physician removed the leads and signals returned. The physician reattempted placing the lead and the signals were lost. As a result, the physician removed the lead and the procedure was abandoned. Post-operatively, patient was under general anesthesia, it was unknown if the patient experienced a loss of motor or sensory function. A follow-up communication with the physician revealed the patient had some radicular pain. Patient is reportedly doing better. Imaging has been ordered and a follow-up appointment pending.